Event description:
According to the reporter, the patient experienced a reaction at the pod site on their arm while wearing the pod between 25 and 36 hours and sought medical attention on (B)(6) 2025. The affected area was reported to have a 6-inch abscess. The patient experienced feeling unwell, nausea, vomiting and fluctuating blood glucose levels (blood glucose values were not provided). The patient was prescribed antibiotics (flucloxacillin- 500mg 2 x4 a day) and painkillers. The pod was removed and discarded at the hospital. A new pod was successfully applied. The patient was discharged after 6-7 hours on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.